Event description:
The product complaint report shows the customer stated while conducting a pre-pt test, a respiratory therapist observed the loss-of-power alarm did not sound during the test. The volume control potentiometer was discovered to have corrosion. The customer will replace the harness assembly. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.